Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left wheel is wobbly and when the end user uses the chairs it jerks. Dealer believes the rim is bent. No injury or property damage reported.